Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that it was unknown what circumstances that led to the power on rest (por) message. The patient reported that the battery wasn¿t low, it was simply turned off and she checked the battery charge and saw the code. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was an informational power on reset (por). The por was not related to an overdischarge. The patient used their programmer to successfully clear the por and it was noted that troubleshooting resolved the issue. No symptoms were reported. No further complications were reported/anticipated.